Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section h.4 due diligence attempts to obtain additional details regarding the return of the explanted device were unsuccessful. The recipient¿s device is considered lost and will not return to advanced bionics for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. A review of the recipient¿s test data indicated impedance issues. Device testing revealed results within normal limits. The recipient presented with pain at the implant site during device testing, however, resolved once completed. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.